Manufacturer narrative:
Medtronic received the following information from a journal article entitled; treatment results of endovascular aneurysm repair using the parallel stent-graft double d technique for distal saccular abdominal aortic aneurysms and common iliac aneurysms mizoguchi t, morikage n, takeuchi y, nagase t, samura m, harada t, suehiro k, <(>&<)> hamano k. Annals of vascular surgery 2020; -: 1¿10 https://doi.org/10.1016/j.avsg.2020.07.048. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non mdt stent grafts were implanted in patients for evar procedures using a double d technique (ddt-evar). This technique involves straight types of stent grafts with same diameter in left and right that are deployed parallel to an aortic cuff that has been previously placed. The following malfunctions were observed; type ii endoleak, type IV endoleak the following adverse events were observed; occlusion, d-sine patient deaths were reported but there is no causal link that the endurant stent grafts caused or contributed to these deaths.